Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with intra-peritoneal (ip) levaquin (frequency and dosage not reported). The cause of the peritonitis was a break in aseptic technique where the patient did not wear a face mask or properly clean the area prior to starting pd therapy. At the time of this report the patient had recovered from the peritonitis and had been retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). A label review pertaining to proper aseptic technique is addressed in product resolution summary, renal peritoneal dialysis disposable devices, problem code use error breach in aseptic technique. To address this issue, the patient was re-trained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.